Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins. According to the device failure investigation report, it was recommended to change the cpu board and the power supply (in addition to the cover and the battery). According to the received photo, the reported event is confirmed. According to provided information, the reported event could not be reproduced during repairs, the cpu board was changed and the pump passed the quality control. The root cause of the reported event is likely due to a defective cpu board. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: error 01 (0002) "motor rotation" showing on pump when turn on reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.